Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked reservoir tube and missing end cap sticker.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 73mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. Advised the customer that the insulin pump would be replaced. No further information was provided.